Manufacturer narrative:
The explanted lens was returned inside the non-company replacement lens holding device. Solution was dried on the lens. The optic was cut into two portions, typical of damage created during removal from the eye. The optic edge also had a broken area. The broken optic material was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if the qualified products were used. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Information was provided on the completed questionnaire that the company lens with (1.50 cyl) 30.0 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a non-company monofocal toric lens (1.25 cylinder, 27.5 diopter). This information of switching from a multifocal toric to a non-company monofocal toric with a difference in the cylinder and a difference in the diopter of 2.5 would indicate that the replacement lens was an improved selection for this patient's vision needs. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry distant vision. Hence the lens was explanted and replaced with monofocal lens in secondary procedure. The clinical reason for explant was patient unhappy with visual outcome.